Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a routine suturing after a cyst removed on an ambulatory procedure, when inserting the needle under the dermis, the needle broke. The needle was retrieved and discarded and the suturing was completed with another needle of the same lot number. There was no patient injury.